Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access puncture was performed at 9:49am and base activated clotting time (act) was 161 seconds. Trans-septal puncture with a versacross connect was performed at 10:02am and heparin 5000 units were administered. At 10:20am the pigtail and watchman fxd curve access system were inserted into the laa. Subsequent transesophageal echocardiogram (tee) revealed a linear thrombus at the tip of the pigtail. At 10:23am the act was 471 seconds, and continuous heparin administration was initiated at 2ml/h through the sheath tube. Three minutes later tee showed the thrombus had disappeared. The continuous heparin was reduced to 0.5ml/h. The pigtail and watchman fxd curve access system were replaced with new ones and the procedure resumed. A 27mm watchman closure device was inserted and deployed; release criteria were met and the procedure concluded. The act after the procedure was 479 seconds. The patient safety regained consciousness with no neurological symptoms.

Manufacturer narrative:
B5: additional information.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral access puncture was performed at 9:49am and base activated clotting time (act) was 161 seconds. Trans-septal puncture with a versacross connect was performed at 10:02am and heparin 5000 units were administered. At 10:20am the pigtail and watchman fxd curve access system were inserted into the laa. Subsequent transesophageal echocardiogram (tee) revealed a linear thrombus at the tip of the pigtail. At 10:23am the act was 471 seconds, and continuous heparin administration was initiated at 2ml/h through the sheath tube. Three minutes later tee showed the thrombus had disappeared. The continuous heparin was reduced to 0.5ml/h. The pigtail and watchman fxd curve access system were replaced with new ones and the procedure resumed. A 27mm watchman closure device was inserted and deployed; release criteria were met and the procedure concluded. The act after the procedure was 479 seconds. The patient safety regained consciousness with no neurological symptoms. It was further reported that the patient was discharged without any issue, and no abnormalities have been observed since.